Manufacturer narrative:
The following fields have been updated with additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1167768. D.4. Medical device expiration date: 30-apr-2023. H.4. Device manufacture date: 16-jun-2021. D.4. Medical device lot #: 1336858. D.4. Medical device expiration date: 31-aug-2023. H.4. Device manufacture date: 02-dec-2021. Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged tubes. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the paxgene® blood rna tube the tube cracked. After freezing. The following information was provided by the initial reporter. The customer stated: "the rna pax gene tubes are breaking after freezing,"

Event description:
It was reported when using the paxgene® blood rna tube the tube cracked. After freezing. The following information was provided by the initial reporter. The customer stated: "the rna pax gene tubes are breaking after freezing,".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.